Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws. Notches or scratches put in the implant during the course of surgery may contribute to breakage." The user facility was notified of the event. Should the user facility submit a medwatch report or additional information, biomet will forward a supplemental report to the FDA.

Event description:
It was reported that patient underwent revision hip arthroplasty of competitor acetabular component on (B)(6) 2012. During the procedure, the surgeon fully locked down a screw into the biomet acetabular cup being implanted then backed out the screw. The screw fractured as it was being backed out. The surgeon utilized pliers to remove the fractured portion of the screw. Additional screws were available to complete the procedure.